Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient contacted support to report an issue following a recent supply change, which included changing the infusion set and continuous glucose monitoring sensor. After the supply change, the patient attended a scheduled medical appointment. Following lunch, the patient felt that blood glucose levels were elevated; however, the continuous glucose monitoring sensor was not providing readings at that time. Upon returning home, the patient noticed that the connector and cartridge were not properly attached to the pump. The patient stated they had experienced prior difficulty fully locking the connector in place. The patient performed an additional site change and confirmed blood glucose levels with a fingerstick, which read 600 mg/dl. The patient also replaced the continuous glucose monitoring sensor due to lack of readings from the previous sensor. The patient administered multiple backup insulin injections to help reduce blood glucose levels, including an initial dose that did not result in improvement, and later additional doses when blood glucose levels remained elevated overnight. The patient reported not disconnecting from the pump prior to administering backup injections and was educated on the importance of disconnecting when using multiple daily injections. Another supply change was completed overnight, although the patient did not inspect the removed infusion set or tubing for abnormalities. Additional backup insulin doses were administered the following morning. Blood glucose levels later returned to within target range and remained stable thereafter. The patient reported that blood glucose levels were affected for almost the entire day, with the highest recorded value being 600 mg/dl by fingerstick. The patient was using a continuous glucose monitoring system and did not perform ketone testing. No recent steroid use, professional medical intervention, or outside assistance was reported. The patient experienced dizziness during the event. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.